Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic. Upon interrogation, the right ventricular lead exhibited noise. Other electrical measurements were normal. No intervention or patient symptoms were reported.